Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a wound was found on the sole of the foot in a patient using a sensor. Approximately 0.3 cm of wire was exposed between the part attached to the skin and the sensor line. The wound was dressed and the spo2 sensor was replaced with a new product. The patient was reported to be alive with injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the patient had an injury on their foot, the adhesive surface of the sensor was torn, and the outer shielding wire was visible. It was reported that a wound was found on the sole of the foot of a patient using a sensor. Approximately 0.3 cm of wire was exposed between the part attached to the skin and the sensor line. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not use a damaged sensor or pulse oximetry cable. Do not use a sensor with exposed optical components. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a wound was found on the sole of the foot in a patient using a sensor. Approximately 0.3 cm of wire was exposed between the part attached to the skin and the sensor line. The wound was dressed and the spo2 sensor was replaced with a new product.